Manufacturer narrative:
During a coil embolization of an aneurysm of a 3.4mmx6mm anterior communicating (acom) artery aneurysm, when the orbit mini complex fill 3.5x7.5 coil (637mf3575/15358296) was advanced approximately 60% via the microcatheter (mc) there was difficulty advancing the coil. The coil could not be withdrawn from the mc; therefore, the coil and mc were withdrawn as a unit and the coil was stretched. Additional information reported that the mc was a prowler 14 (606151x/15433251). The procedure was completed using other devices. Prior to the attempted insertion of the orbit coil, an agility 14 guidewire went through the mc without any issues, and a constant and dedicated flush was maintained at all times. The mc was re-shaped with the shaping mandrel, steam and without any damages. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer (unravel, stretched, kink, bend, fracture, separated, or coil (fracture, separated, etc). There were no damages noted on the mc and the coil remained attached to the delivery system. A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag along with a non-sterile prowler 14 microcatheter (mc). The hypotube of the orbit was inspected and several kinks were noted on it. The introducer was zipped and in good condition. The support coil and gripper were outside of the introducer, the support coil was found kinked at 172 and 197 cm from the hub; the gripper was found without damage. The headpiece was noted in the gripper; the embolic coil was not present. Dried blood was noted on the introducer. The prowler 14 mc was inspected and a kink was noted at 69 cm from hub. The mc distal body presented flattened sections at 121.5, 136 and 155.6 cm from the hub. Dried blood was noted inside of the hub. Some waves were found on both products but they may have occurred during the handling of the units when this was returned for evaluation. The embolic coil headpiece and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged with the headpiece still within the gripper. The embolic coil was not returned for analysis; the soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The mc was also inspected under microscope and the flattened sections were confirmed. After flushing the prowler 14 mc, functional testing was done with the mc and the returned orbit system; the orbit delivery system could be introduced through the microcatheter with some resistance when the kinks of the hypotube met the y-connector. Then when the orbit met the flattened section of the mc located at 121.cm from the hub, the orbit dcs could not advance further. After this, a cordis lab guidewire sample was introduced through the mc and it met resistance at the same area of the flattened section of the mc. The orbit dcs was then introduced through a lab sample prowler 14 mc with no issues, just some resistance was felt when the kinks of the hypotube met the y-connector. A review of the manufacturing documentation associated with prowler 14 lot 15433251 presented no issues during the manufacturing process that can be related to the reported complaint. Impedance of the returned orbit delivery system received without the coil was confirmed with the returned prowler 14 mc; with functional testing it was due to the flattened section of the mc. Because the coil was not received; the reported unraveled stretched coil could not be confirmed or evaluated. It was reported that the coil remained attached to the delivery system without separation/fracture after removal; therefore, it can be concluded that the coil separation occurred due to post procedural handling. The cause of the kinks of both devices and flattened sections of the mc could not be conclusively determined, however, neither the analysis nor the DHR suggest a relationship to the manufacturing process. Based on the report that a guidewire went through the mc without any issue prior to the orbit coil, it appears that procedural factors or post procedural handling may have contributed to these damages. Additionally, inspections are in place to prevent these kinds of damages from leaving from the facility. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00043 and 1058196-2012-00110.

Event description:
Addendum (B)(6) 2012: additional information indicated that the microcatheter used with the coil was a prowler 14. During a coil embolization of an aneurysm of the acom (3.4mm 6mm), the orbit mini complex fill3.5x7.5 coil (B)(4) was advanced via the prowler 14 (mc) microcatheter (B)(4) about 60%, but the coil was difficulty to advance through the mc, then attempts to withdraw failed. Therefore, the whole system (coil and microcatheter) were removed as a unit, and found that the coil was stretched. Other devices were utilized to complete the procedure. Prior to this coil, an agility 14 guidewire went through the mc without any issues, and a constant and dedicated flush was maintained at all times. The mc was re-shaped with the shaping mandrel, steam and without any damages. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer (unravel, stretched, kink, bend, fracture, separated, or coil fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00043 and 1058196-2012-00110. The product was returned evaluation and analysis: however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15433251 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00043 and 1058196-2012-00110. The product was returned evaluation and analysis: however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt